Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4) 2014 - we were informed this lead was explanted on (B)(6) 2013 and replaced.

Event description:
Noise was recorded on the rv pace/sense channel causing multiple inappropriate shocks. At device interrogation, an rv p/s impedance >3000 was recorded. No capture was obtained through the lead at max outputs. An x-ray did not reveal visual integrity issues. The physician is still deciding between implanting a new p/s lead or extracting the entire lead. On (B)(6) 2013 - as of today, all available information suggests this lead remains implanted.